Event description:
A surgeon reported that during the creation of the corneal flap during lasik surgery, the pt interface lost suction, the procedure was aborted and was converted to photo refractive keratotomy (prk). During follow up, it was noted that the procedure went well and outcome was as expected by the surgeon.

Manufacturer narrative:
Investigation, including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).